Event description:
Customer reported receiving a positive result on (B)(6) 2022 with the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 23081l, reader sn: (B)(4). Three repeat cue tests , an ihealth antigen test and a binaxnow antigen test performed on the same day provided negative results. On (B)(6) 2022, an additional binaxnow antigen test was performed as well as a confirmatory pcr which both provided negative results. Two additional binaxnow antigen tests were performed on ((B)(6) 2022, which both provided negative results. Customer had no known exposure and no symptoms. Cartridges stored in appropriate temperatures.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.